Event description:
The patient reported that the charger used with the controller had burned out and appeared frayed after more than one year of use. The patient also reported that the device screen had become scratched due to normal wear and tear. Blood glucose levels were not reported. Medical attention was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release review is not required for this product. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.